Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the pusher assembly. The embolization coil was damaged along its length. The pusher assembly was kinked in multiple locations along its length. Conclusions: evaluation of the device revealed the pet lock was intact on the pusher assembly and the embolization coil was not detached. This is likely a result of the proximal pull wire not being properly seated inside the detachment handle when attempting to detach. If the pull wire is not properly seated, the handle will not grip the proximal end of the pusher assembly properly, causing the pet lock to remain intact and the coil remaining undetached. When a demonstration handle was used to detach the smart coil during functional analysis, the smart coil detached without issue. Further evaluation revealed embolization coil damage and pusher assembly kinks. The embolization coil damage is likely a result of forceful attempts to manipulate the coil against resistance. The pusher assembly damage was likely incidental and likely occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00832

Event description:
The patient was undergoing a coil embolization procedure to treat a supraclinoid internal carotid artery (ica) aneurysm using penumbra smart coils (smart coils) and a penumbra smart coil detachment handle (handle). During the procedure, the physician successfully deployed and detached the initial smart coil in the target vessel using a non-penumbra microcatheter and the handle. Upon advancing a new smart coil into the target vessel, the physician attempted to detach it using the same handle; however, the smart coil would not detach and therefore, it was removed. The procedure was completed using a new smart coil and the same handle. There was no report of an adverse effect to the patient.